Event description:
It was reported that the patient's vns registered high lead impedance. The device was disabled, and the patient was referred for a surgical consult. Surgical intervention has not occurred to date. The patient also reported vocal cord paralysis at the time the high impedance was noted. Follow up with the treating surgeon showed that he did not have an assessment on the relation of the observed vocal cord paralysis to vns. It was not known what side was experiencing paralysis. Attempts for additional pertinent information have been unsuccessful to date.